Event description:
Service error code was received on the customer support helpline queue. Customer care spoke to patient who confirmed receiving wrench icon and stated it occurred upon changing out the battery. Patient was able to clear the service error code.there was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
The service error code was resolved after troubleshooting. The reported service error code alert can be attributed to a system power-on self-test fault detected when a patient plugs and unplugs the therapy cable during system boot up. Will continue to monitor and trend service code issues for failure modes.